Manufacturer narrative:
Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the afrxxxxx - anes circuit, adult, 60 in limbo co2 port cap is loose and failed leak test during patient use. The customer confirmed that there was no patient harm associated with the reported event.